Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: tes(posterior fusion performed at 2a2b) pre-operative diagnosis for this procedure : metastasis level: l1 it was reported that on (B)(6) 2018, post-op, the cage which was placed at l1 was sinking on the superior end plate. Patient had prolonged hospitalization due to the planned reoperation.